Manufacturer narrative:
Both the left and right side of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Blood was observed on the adhesive pad and inside the soft cannula. No damages were observed that would contribute to the reported bleeding event. The exact cause of the reported bleeding could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 16.7 mmol/l while wearing the pod between 1 and 4 hours on the abdomen. Investigation of the pod found a tear in the cannula. The device was originally reported for leaking during wear and bleeding/bruising at the pod site.